Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, far r wave oversensing and inappropriate mode switch episodes were noted on the atrial channel. Programming changes were discussed. Further information was requested but not yet available.

Event description:
New information received notes that the suggested programming changes were made. The patient was stable.